Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was in the process of trying to deliver a bolus when the screen became frozen and unresponsive. Subsequently, the pump shut down unexpectedly and the battery gauge had fluctuated drastically. Customer delivered bolus via manual injection. Customer's blood glucose level was 110-190 mg/dl. Lastly, the insulin gauge was inaccurate. Customer continued to use the pump for insulin therapy, but also had manual injections available if needed.